Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an onset of ventricular tachycardia (vt) progressed to ventricular fibrillation (vf) which may have been undersensed or gone undetected by the cardiac resynchronization therapy defibrillator (crt-d) or right ventricular (rv) lead. The patient was subsequently shocked but this did not revive the patient. Cardiopulmonary resuscitation and external defibrillation failed and the patient expired.